Event description:
It was reported that the unspecified bd infusion set experienced clamp issue with leakage. The following information was provided by the initial reporter: today on a call with hector valdivia at seattle children¿s hospital and he mentioned that they recently had some problems with secondary clamps not engaging. He also, mentioned that they had a few problems with sets leaking near the fusing (in the nicu).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: a complaint of issues with the secondary clamp and the set leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the model and lot number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.